Manufacturer narrative:
Pump received no button response due to moisture damage at electronic assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a stuck button alarm and the buttons were unresponsive. No significant event leading to the stuck button alarm was observed. Troubleshooting was performed and reported that battery replacement did not resolve the keypad issue and the buttons remained unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.